Manufacturer narrative:
The second xience coronary stent system indicated is being filed under the same MFR number. Results and conclusion summation - product performance engineering reviewed the incident. Death and myocardial infarction, as noted in the xience IFU, are known adverse events associated with coronary stenting and not necessarily an indication of a product quality issue. Likely the death was a secondary effect of the myocardial infarction. A conclusive cause for the reported pt effects and the relationship to the products cannot be determined, there does not appear to be an indication of a lot specific product quality issue.

Event description:
Reporting status: death. Reporting rationale: death. Device issue: no device malfunction has been reported. It was reported via trial that the index procedure date was 2008. Predilatation was not performed prior to stenting. The patient's son reported that the pt had expired in 2009, due to suffering a heart attack. The pt had fallen onto the floor of the bathroom and was found just prior to lunch. The pt had no complaint of any pain prior to these symptoms occurring. No additional event or pt information is available.